Event description:
Related manufacturer report number 3006705815-2022-00502. It was reported that the patient was unable to set their ipg to MRI mode. It was found that one of the leads had all high impedances. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead had high impedances, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.